Event description:
It was reported that the patient had a number of problems since the pump was implanted; specifically, the pump kept flipping and the patient kept on having a lot of pain in the area of the pump. It was indicated that two physicians had tried to fix it at least two times and the patient was to meet with another doctor to evaluate her because of the chronic problem.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4).